Event description:
It was reported that during a lap cholecystectomy procedure, there were misformed clips - did not close correctly. A new device was used to complete the case. No pt consequence reported.